Event description:
Procedure scheduled was a xi robotic radical hysterectomy, bilateral salpingectomy, bilateral pelvic and sentinel lymph node dissection. Surgeon had been using the harmonic shears prior to the tip of the shears coming apart that were being used. Patient was not harmed and another new box of disposable harmonic shears was opened to complete the procedure. The procedure lasted approximately five hours. At this time I do not have specific time of where in procedure this occurred. The harmonic shears were returned to the supply chain office, as they are responsible for ordering this type of supplies. Not sure if they will contact manufacturer at this time.